Event description:
It was reported that the inserter was damaged during the surgery. The cage would not expand and the inserter was leaking in the disc space. The cage was removed and peek spacer was used. Upon inspection, it was apparent that the tubing had gotten caught in the articulating joint of the inserter and subsequently torn.

Manufacturer narrative:
Method: visual inspection; functional inspection; device history review; complaint history review; risk assessment. Results: the inserter was returned for analysis and no issues were found therefore the reported event cannot be confirmed. No relevant manufacturing issues were identified as all released units met stryker specifications. Conclusion: a plausible root cause could not be identified because the returned inserter was found to be fully functional.

Event description:
It was reported that the inserter was damaged during the surgery. The cage would not expand and the inserter was leaking in the disc space. The cage was removed and peek spacer was used. Upon inspection, it was apparent that the tubing had gotten caught in the articulating joint of the inserter and subsequently torn.